Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of blank display was confirmed. " on 7-jun-2024, pcu was received unboxed and with paperwork. " unit failed to complete boot-up sequence due to physical damage. " unable to determine where damage occurred to unit. " unit was physically damaged. Logic board, front and rear cases are damaged. " device to be returned to san diego repair center for processing. " recommend service replace logic board, front and rear cases. " failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had blank display screen. There was no patient involvement.